Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Oozing was noted following the deployment, therefore digital pressure was held at the groin site. Approx. Five minutes later the pt experienced numbness in her leg and the right pedal pulses were noted to be diminished. An ultrasound was performed which identified a 70-80% occlusion of the artery. A surgical consult was obtained, and the pt was taken to the operating room. The device anchor and collagen were visualized as having been deployed within the vessel. The device was removed and the artery repaired with flow restored. As of 04/28/1998 there has been no further report of complication or pt sequelae made to the MFR.